Event description:
Abbott freestyle libre 3 sensors: signal loss: 3/3 sensors (lot 60000447) permanently lost signal to iphone app and had to be thrown out for being defective. This resulted in sensor not being able to be used and the diabetes user not knowing if sugars were going dangerously low or high. Accuracy: customer service states that sensor should not be relied on for first 24 hour for accuracy and that up tp 35% deviation from alternative glucose meter is acceptable. Again, results are unacceptable. 3 defective sensors are being sent back to abbott unless FDA contacts me within 7 days.